Manufacturer narrative:
This report is based on information provided by the philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator, indicating that the device requested co2 calibration during the functional check. There was no reported patient involvement. The fse evaluated the device onsite and determined that the co2 calibration had expired. The fse performed the co2 calibration, and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was due to the co2 calibration being expired. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse calibrated the co2 to resolve the issue and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart mrx defibrillator required co2 calibration. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.